Event description:
An implant card was received to the manufacturer on (B)(6) 2012, indicating high lead impedance and generator end of service was the reason for the replacement of the vns lead and generator. As the manufacturer product analysis results confirmed the vns generator battery was depleted, the high impedance noted on the implant card was with the new generator and resident lead. As a lead pin issue had been ruled out, a lead fracture was more likely the cause of the high impedance.

Event description:
Reporter indicated high lead impedance with vns diagnostics testing was obtained for a patient during vns generator replacement surgery on (B)(6) 2012. The generator was reported to be at end of service. The patient received a new lead and generator. The vns generator has been returned and is pending analysis; however, the lead was discarded by the hospital. Attempts for further information are in progress.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the implant card was inadvertently omitted from follow-up MDR report #1.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All further attempts to the reporter for additional information have been unsuccessful to date. Analysis of the returned vns generator was completed. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation.